Event description:
Patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as either 6.9 inr or somewhere in the 7s for the inr. Patient's coumadin dose was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.